Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Health effect - bone injury the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery with the femoral neck system (fns) implants and happen to have bone head necrosis after the surgery. On (B)(6) 2021, the patient underwent the revision surgery. Surgeon tried removing the locking screw with the screwdriver (non j&j product), the tip of the screwdriver was twisted and broken. The screw was stuck into the plate hardly and was not able to remove the screw. Instead of using the screwdriver, the surgeon later used a carbide drill bit to cut off the plate and screw, and successfully removed the plate. This is possibly because the surgeon shaved the head of the screw by the carbide drill bit, the screw shaft could not be confirmed on the outer bone surface. The surgeon tried to remove the screw from the inside by invading about 5 cm, which is more than the depth planned in the total hip arthrosplasty (tha) reoperation. Since the tip of the screw was confirmed, the surgeon succeeded to remove the screw with a pliers in the end. Procedure was delayed and a small amount of metal powder remained, the surgery was completed successfully. The surgeon commented that for some reason, the plate and the screw were firmly fixed, but it was the first time the fixation was so firm that the screwdriver was twisted. This report is for one (1) 5.0mm ti locking scr slf-tpng with t25 stardrive recess 46mm this is report 2 of 2 for complaint (B)(4). This pc is related to (B)(4) which reports about the bone head necrosis after the first surgery. This pc reports about the difficulty removing the screw in the revision surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 412.217s, lot: 1l68286, manufacturing site: selzach, supplier: früh verpackungs ag, release to warehouse date: 01 oct 2018, expiry date: 01 sep 2028. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 412.217, lot: 1l43782, manufacturing site: mezzovico, release to warehouse date: 13 sep 2018. A manufacturing record evaluation was performed for the non-steile device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.